Event description:
It was reported that procedure was cancelled. A transcatheter aortic valve replacement procedure was being performed with use of a sentinel cerebral protection system (cps) for embolic protection. During insertion, due to the patient's anatomy, the sentinel was unable to reach the target location. Consequently, the tavr procedure could not be completed successfully for the same reason.